Event description:
International customer reports that, a patient developed abdominal pain one day following a laparoscopic ventral hernia repair. The patient was returned to the operating room for diagnostic exploration. The orc layer of the implanted device was found separated from the mesh and in contact with the abdominal viscera. The orc layer was removed and the procedure completed. The patient was subsequently returned to surgery later that same day. The surgeon observed a small hole in the bowel attributed to a thermal injury sustained during the previous adhesloloysis and is unrelated to the mesh.

Manufacturer narrative:
Conclusion: a review of the batch manufacturing records was conducted. This review did not identify any non-conformances and the batch met all finished goods release criteria. No conclusion can be drawn at this time. Should additional information be obtained a supplemental 3500a form will be submitted accordingly.